Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the intensively worn tissue pad likely occurred because the "seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or the user kept activating the output after a transection of tissue. The following is included in the instructions for use which can prevent this event: - "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." - "when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation."

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. The device failed in the beginning of the procedure. There was a minimal delay, just enough to get another device. Product information for replacement device used to complete the procedure is unknown.

Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. The customer returned the device for evaluation of "probe would not energize". The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up and charring. The ptfe pad (teflon pad) was inspected and found it is separated and missing a portion exposing metal (5.5 mm of teflon missing, not returned for evaluation). The distal end of the device was inspected under a microscope and charring was discovered on the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be filed as any information becomes available.

Event description:
This device was returned for evaluation as the device would not energize at the fourth activation use during an unknown procedure. The device teflon pad was found to be separated with a missing portion exposing metal. The procedure had been completed with another similar device. There was no harm or adverse impact to the patient.